Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately at the distal tip. A piece measuring proximately 3.09mm x 4.25mm was not returned with the instrument. Components adjacent to this broken main tube did not show damage. Additionally, the instrument was found to have a detached fragment. Detached fragment came from the broken main tube. Detached fragment was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the fenestrated bipolar forceps instrument working end has come out of the outer shaft. The procedure was completed with no reported injury. On 05-nov-2024, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the working part (wrist onwards) came out of the shaft. The instrument was inspected prior to use, and no damages were noted. The issue occurred while the instrument was being moved to retract some tissues. It was not the cables that were broken; the working part had come out of the black shaft. No electrosurgery was being used. To resolve the issue, an instrument release key (irk) was initially used to try and straighten the instrument for removal, but this was unsuccessful. After multiple attempts, the instrument was undocked and removed with the port, which was then replaced, redocked, and the instrument was replaced.